Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving baclofen and ziconotide at unknown doses and concentrations via an implantable infusion pump for non-malignant pain and failed backsurgery syndrome. It was reported that the catheter tip detached. This was confirmed by medical imaging (CT, MRI). No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780 (B)(4). Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient experienced increased pain due to the detached catheter tip. The date of the detachment of the catheter tip and the cause was unknown. The patient was scheduled for a catheter revision on (B)(6)2017. The detached catheter tip had not been resolved at the time of the report. The patient's weight was unknown. No further complications were anticipated/reported.